Event description:
A child was given two immunization & developed a cellulitis at the injection site. Later that night he was taken to the ER for treatment. Child is doing ok now. The event was originally submitted by (B)(6) on sept. 14, 2017. He was advised by the FDA to resubmit once the emdr account is establish. Notes: the customer was unable to provide more information regarding the lot# and or patient details. Due to the lack of lot# we were unable to identify the supplier. However, we have notified both suppliers of this incident.